Manufacturer narrative:
The ventilator was investigated on site and the inspiratory channel printed circuit board (pcb) replaced and returned for further investigation. Simulated use testing of the received inspiratory channel pcb was not able to reproduce the described customer issue. Evaluation of the device logs could confirm the reported customer issue. A visual inspection of the inspiratory channel pcb showed signs of corrosion/deposits on integrated circuits (ic) responsible for internal communications with humidity and temperature sensors mounted on the pcb. The corrosion is likely caused by liquid on the pcb. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. The inspiratory channel pcb connects the o2 gas module, air blower and breathing safety valve to the main back plane pcb. A failure in the inspiratory channel pcb may lead to low o2 concentrations and low pressure in the ventilation circuit. If present the error will be detected in the pre-use check. The conclusion in this matter is that the reported issue was caused by spilled liquids on the inspiratory channel pcb leading to a short circuit.

Event description:
Manufacturer's ref. (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).